Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a corneal wound procedure, while suturing the eye during closure, the thread broke. The issue happened between 3-4 sutures. Another device was used to complete the case. There was no patient injury.